Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the implantable cardiac monitor (icm) was detecting false positive atrial tachycardia/atrial fibrillation (at/af) episodes. It was further reported that remote programming was unsuccessful. The icm remains in use. No patient complications have been reported as a result of this event.